Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample device was received for evaluation. The top case was cracked down from tubing guides. There was a motor rate and motor not running errors in the history log. An occlusion test was performed and the reported problem was verified which was due to a worn out motor assembly. The root cause was deemed to be from normal wear, parts were over 6 years old. Actions were taken to mitigate the reported issue: replaced motor assembly and that cleared up the problem, replaced top case, worm coupler, worm gear, stepper motor and motor mount, battery was out of date; the device passed all functional testing. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump's motor was not working. No patient injury was reported.